Manufacturer narrative:
The user reported receiving repeated no sensor detected alerts beginning the day after sensor insertion, stating that the user did not feel the sensor and believed it may have been inserted too deeply. The user also noted that a signal could be obtained only by pressing the transmitter against his arm. A review of the alert history confirmed that the alerts persisted throughout the wear period. The RMA was authorized for the return of the sensor for further evaluation. The returned sensor showed good and stable signal detection when placed approximately 12 mm from the transmitter and excellent signal when held directly against the transmitter, with no malfunction observed in the sensor-to-transmitter connection. In an associated case (B)(4), the healthcare provider could not obtain ultrasound imaging but subjectively assessed that the sensor was not deep. The issue may have been due to the optimal placement of the transmitter, insertion depth, or insertion angle. The user was offered a sensor replacement as a resolution. B4. Date of this report 29 june 2025. G3. Date received by the manufacturer? 29 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 2900, h6. Type of investigation updated to 10, h6. Investigation findings updated to 213, h6. Investigation conclusions updated to 67.

Event description:
On 23 april 2025, senseonics was made aware of an incident where user reported of receiving no sensor detected alerts which led to early sensor removal. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.